Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip refused to fire properly. The clips were crossing over. Another clip applier worked. There were no adverse consequences for the patient reported. The patient is stable. One kit may be returned.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the issue with the device(s) in the lap cholecystectomy tray as the only clip applier in this lap chole tray, lcb54s, is an el5ml device (the rest of the devices in the tray are trocars and sleeves)? Was there also an issue with the el5ml in this lcb54s tray? If so, please immediately report the complaint on the el5ml device via synergy and provide tracking number for reported complaint. Is lcb54s tray of devices being sent back on this complaint for any reason (since el5ml device is only clip applier in this tray) ?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed twelve conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.